Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a hand joint surgery, it was observed that the console device had intermittent operation while in use with the electric pen drive device and hand switch device. As a result, there was a five minute delay to the surgical procedure. A spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The reporter indicated that there was no claim of deficiency against the electric pen drive device and the hand switch device. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.